Manufacturer narrative:
Batch review performed on 17 june 2021: lot 150156: (B)(4) items manufactured and released on 24-mar-2015. Expiration date: 2020-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event since (B)(6) 2017.

Event description:
The patient came in reporting pain due to a loose stem and the cause of the loose stem is unknown. 5 years and 7 months after primary the surgeon revised the stem and head with competitor implants and revised the medacta liner with a medacta liner. The surgery was completed successfully.